Event description:
The metal ball of the stem pushed through the cup, breaking and shattering the metal and plastic cup. The stem lodged into rptr's hip bone. She had to have the device removed and replaced with a new one. Both operations were done at the same hosp by two different surgeons.